Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when opening the box, implanter observed a 5-10 degree atypical bend of the distal lead tip but decided to implant the lead anyway. After advancing lead to right ventricular (rv) apex region noise on tip to ring electrocardiogram (egm) was observed. Lead was re-positioned a couple of times in rv with the same noise observed. In last rv position they also checked tip to coil configuration and then got a totally clean signal. It was then decided to replace the lead with a new lead due to suspect malfunction of the ring electrode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.